Event description:
It was reported that the device had a downstream occlusion(dso) sensor/seal is unattached. Scratches on screen.

Manufacturer narrative:
Unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint of unattached downstream occlusion (dso) seal. No related alarms found in event history and no relevant service history. Visual and functional testing was performed. The dso seal was found to be lifting and was unattached. The dso seal was replaced. Device passed all testing post repair.